Event description:
There was no patient involved in this event. This device malfunctioned because it failed a software upgrade.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. On the (B)(6) 2010 the user powered on the device but it failed a self test on this day for a low battery. Successful auto weekly self tests subsequently recommenced on the (B)(6) 2010 until (B)(6) 2012. The device failed another self test on (B)(6) 2012 due to a low battery. The software was upgraded successfully and a fresh pad-pak was inserted on (B)(6) 2012. The device operated to specification until (B)(6) 2013. No fault was found with the returned pad device or pad-pak and the device upgraded successfully. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.